Manufacturer narrative:
During inspection and testing, service found error code e315 (scope error) occurred and there was no image due to an electrical continuity error caused by water invasion in the scope connector. In addition, the optical cover glass was chipped and scratched, there was evidence of fluid in the plug body, there was excessive fluid ingress in the scope connector, the switch was inoperative, and angulation in the down direction was out of specification. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that, during pre-use checks prior to an unspecified procedure, the image from the subject device was lost. A second device was used to complete the planned procedure. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found error code e315 (scope error) occurred. This report is being submitted for the malfunction found during evaluation (error code e315). There was no effect on the patient due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely water invaded the scope connector while the user was handling the device, which led to an abnormality in the electrical parts and resulted in the displayed error message. The event can be detected and prevented by following the instructions for use (IFU) which state: "·inspection of the endoscopic image ·when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. ·do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.